Manufacturer narrative:
The male patient had surgery to insert maxima acp plate (sca1024-s) into the cervical vertebrae (B)(6) 2019). Sub-plate became imperfectly hinged with the main-plate in x-ray examination after surgery (B)(6) 2020). 2. We sent e-mail requesting information to the agency on (B)(6) to check information for the product, patient and surgery, but could not receive it until now. The results of investigating the cause with the customer complaint information are below. Since the product has not been removed from the patient's body, the manufacturing history of the product cannot be checked. We tried to bend main-plate we have dozens of times with plate bender, but any deformation of sub-plate was not found. Out of 20,066 main-plates of maxima anterior cervical plate system sold from (B)(6) 2005 to (B)(6) 2020, two same nonconformities have been occurred, including this one. The incidence for the same issue is 0.01%. On (B)(6) 2020, the patient was discharged from the hospital after receiving an explanation for this issue from the surgeon. As the sub-plate of maxima acp plate (sca1024-s) inserted in the cervical vertebrae could be completely separated from the main-plate over time and it may have side effects in the body and the surgeon is aware of this. If we receive additional information, we will report further.

Event description:
On (B)(6) 2020, it was reported that a deformation of sub-plate part of the maxima acp plate (sca1024-s) inserted in the cervical vertebrae of the male patient is found in (B)(6)hospital as a customer complaint.